Event description:
It was reported by the patient¿s relative that the left ventricular (lv) lead had moved up into the patient¿s shoulder area and was causing the patient¿s arm to jump. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m, implantable tachy lead, implanted: (B)(6) 2012; 5076, implantable pacing lead, implanted: (B)(6) 2012.  (B)(4).